Event description:
The pt was hospitalized for an unrelated illness. The pt entered the hospital with an indwelling subcutaneous insulin infusion cathetere. While attempting to remove the catheter, the teflon portion of the device appears to have separated from the base, remaining in the pt. The cannula could not be located with x-ray or ultrasound. Three attempts to surgically find and retrieve the cannula were unsuccessful.